Event description:
It was reported that the subject device had an image blackout. This issue occurred during a therapeutic procedure (during sedation with device inside patient), which was completed with the same set of equipment. There were no reports patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.